Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found mechanical indentation to the distal pulley and damaged insulation to the conductor wire that potentially contributed to the broken grip cable. Additional observations not reported by site that were related to the primary failure included the instrument was found to have indentations on the outer face of the distal idler pulleys. There were no pieces missing. Grip cable adjacent to this indented pulley showed damage which may indicate potential mishandling/misuse. The instrument was found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. The instrument failed the electrical continuity test. Further inspection found mechanical indentation to the distal pulley and a broken grip cable that potentially contributed to the damaged insulation of the conductor wire. Additional observation not reported by site that was not related to the customer reported complaint included: the instrument was found to have a broken conductor wire at proximal end near the main tube and roll gear junction. The instrument failed the electrical continuity test. No signs of thermal damage were observed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was not working. There was no report of fragment(s) falling inside the patient. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter. However, the reporter could not provide further details.